Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, where values were now out-of-range from 120 ohms to 150 ohms. It was noted that the last shock was delivered last year with an actual impedance value of 71 ohms. Technical services discussed considering performing a synch max energy shock to test the ability to charge and deliver. A follow-up with the field representative revealed that a commanded 41 joule shock was performed and the impedances measured 80 ohms. No further evaluation was needed as impedances were within normal limits. The device system remains in-service. No adverse patient effects were reported.